Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was found in backup vvi mode without therapy available. The ICD analysis revealed a possible damaged lead as the cause for the reset.